Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the reliance synergy washer/disinfector. The technician reviewed the cycle printout and was able to confirm that prior to the reported event the unit alarmed for a "motor overloads tripped". The technician discussed his evaluation of the unit with user facility personnel and stated that the unit was repairable however, in lieu of repairs the user facility decided to purchase a new steris amsco 5052 washer/disinfector. The reliance synergy washer/disinfector subject of the reported event is approximately 10 years old. The reliance synergy washer/disinfector subject of the reported event is being sent back to steris quality for further evaluation. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that a "humming" noise was coming from their reliance synergy washer/disinfector following the start of a cycle. User facility personnel turned off the power to the unit and removed the instruments. The noise continued followed by a burning smell and smoke coming from the unit. In addition, user facility personnel observed small flames coming from the back side of the unit. The flames were extinguished by user facility personnel by utilizing a fire extinguisher. No report of injury.

Manufacturer narrative:
The reliance synergy washer/disinfector subject of the reported event was sent back to steris quality for evaluation. Visual inspection of the unit confirmed that the fire originated in the motor of the recirculation pump. Further inspection of the recirculation pump motor found that it was operating on both high and low speeds subsequently causing the observed "motor overloads tripped" alarm by user facility personnel. Through follow-up, it was confirmed that during the time of the reported event, user facility personnel acknowledged the "motor overloads tripped" alarm and continued to run the cycle which subsequently led to the reported fire. The operator manual states (pg. 7-10), "alarm sounds, and display shows: alarm: motor overload tripped. Press alarm reply touch pad to silence alarm tone. 2. Call steris."